Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: at the moment to knot the suture the thread broke. Samples received: 5 unopened race-packs. Analysis and results: there are previous complaints of this code/batch regarding other issue. There are no units in OEM stock. OEM tested the knot pull tensile strength of the samples received and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint description: thread broke during surgery.